Event description:
Plaintiff alleges suffering from severe and irreversible type-1 latex allergy as a direct and proximate result of plaintiff's continued and repeated use of latex gloves. Further alleges she has suffered physical injuries including chronic conjunctivitis, itching, faintness, angioedema, watery eyes, shortness of breath, fatigue, restlessness, chest pain, extreme discomfort and other physical injuries, as well as great despair and loss of enjoyment of life. Plaintiff alleges that she must now live her life in constant vigilant awareness for the presence of latex products and is severely restricted in her life as to where she can go, as to what she can do with her life, with her career and with her family.